Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. It was unable to prime during the prime test due to faulty force sensor resistor. The no delivery test or occlusion test could not be performed due to the prime anomaly. The device also had a scratched display window and a missing end cap sticker. No motor error alarm noted. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms during bolus and fixed prime. Blood glucose value was 273 mg/d. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The customer stated that the motor error alarm occurred 28 to 29 times since august. The device was returned for analysis.